Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, patient experienced a loss of connection. Reportedly, the smart device operating system was not a supported system. No additional patient or event information is available. Labeling indicates: the dexcom g5 mobile app is only compatible for select smart devices and mobile operating systems. Data was provided for evaluation. The reported loss of connection was confirmed via data. A root cause could not be determined.